Event description:
The customer reported they were unable to shock and obtain an ECG trace. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported they were unable to shock and obtain an ECG trace. There was no report of negative pt impact. The device was evaluated locally by the customer's biomed and passed all testing. It was determined that the pads use during this event were incompatible with this device. Info was provided to the customer. The device remains at the customer site.